Event description:
The customer stated that he tested his glucose and received a reading of 395 mg/dl using his breeze2 meter. He retested using another meter and received a reading of 123 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have his testing supplies with him at the time of the call, so troubleshooting was not possible. The breeze2 meter was replaced at the customer's insistence. No product will be returned for eval.